Manufacturer narrative:
The insulin pump was received with cracked battery tube threads and cracked reservoir tube. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms noted during testing. The insulin pump functioned properly.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm and no delivery alarm. The customer reported that the insulin pump had cracks on the battery and reservoir compartment. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they were unable to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.